Event description:
According to the reporter, during the procedure, there was an error code while radial probe was down the extended working channel (ewc) about magnetic interference and then catheter out of sensing volume. Put the locatable guide (lg) back down and still no recognition. A new catheter was then used to fix the issue. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.